Manufacturer narrative:
This correction is being filed to update outcomes attributed to the adverse event.

Event description:
On or about june 2, 2019 stryker received a report that a a patient was prescribed a stryker pain pump on (B)(6) 2007. After the pain pump was prescribed, the patient alleges a complete loss of cartilage and post arthroscopic glenohumeral chondrolysis as a result of the stryker pain pump. There are no allegations the product failed to perform as designed or programmed by the physician.

Manufacturer narrative:
Device discarded.

Event description:
On or about (B)(6) 2019 stryker received a report that a patient was prescribed a stryker pain pump on (B)(6) 2007. After the pain pump was prescribed, the patient alleges a complete loss of cartilage and post arthroscopic glenohumeral chondrolysis as a result of the stryker pain pump. There are no allegations the product failed to perform as designed or programmed by the physician.